Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient experienced bradycardia. The right atrial (ra) lead was suspected of dislodgement. Unstable pacing threshold and intermittent loss of capture were observed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.